Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, the clip had single leaflet device attachment(slda) from the posterior leaflet. The mr worsened to grade 4. Per the physician, the slda was due to the pre-existing patient anatomy. Patient was symptomatic with dypnea. On (B)(6) 2026, a re-interventional procedure was performed. 2 mitraclips were implanted to stabilize the slda clip. The mr was reduced to grade 2 post procedure there was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported dyspnea and worsening mitral valve insufficiency/ regurgitation (mr) appears to be a cascading effect of the reported slda. Mr and dyspnea are known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.